Manufacturer narrative:
G3 date received by manufacturer corrected to 10/24/2021.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported two false positive results on their alinity m sars cov-2 assay. The customer didn't confirm if the samples were retested or not. There was no report of impact to patient management caused due to this observation.

Manufacturer narrative:
Sections d4 and h4 updated to correspond with updated lot information. E1 updated as customer address has been updated in complaint ticket. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review the review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 is performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. Amplification curves displaying normal florescent signal with sigmoid curves were observed in the fam channel for the listed sample ID from the ticket. There is no indication that lot 521842 is performing outside of established design performance specifications. The discrepant result in the ticket was at the limit of detection (lod); therefore, the positive interpretations are not 100% reproducible using the alinity m sars-cov-2 assay (per the package insert, lod studies determine the lowest detectable concentration of sars-cov-2 at which greater than or equal to 95% of all (true positive) replicates test positive.). A product deficiency was not identified by this evaluation. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 and its components. This CAPA review did not identify any existing internal issues or nonconformances. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521842 was not identified.